Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient mentioned when they recharge the ins they got a message rm05. Patient mentioned they reset the controller the issue still persisted. During the call patient reset the controller. Patient cleaned and confirmed there was no damage with the controller port and recharger. Patient recharge the ins and got excellent quality of recharge. The troubleshooting steps that were taken on the call resolved the issue. Patient called back and mentioned previously documented concern. Patient mentioned that after the call, patient tried to charge their implant, however, they got the rm03 message. Patient kept on resetting the controller, however, patient still keeps on getting the rm03 message. During the call, patient tried to start recharging session and still got the rm03 message. Patient mentioned that the paddle would heat up when implant has been charging for a while. Patient also mentioned that they would have a hard time starting a recharge session that it would take them an hour before they can find a position to charge their implant, and if they found one, it would only be poor recharge quality. Patient also mentioned that there was a time that they got a batteries low. Replace controller batteries soon message. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H6, h7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.